Event description:
Nurse was helping patient with bath, and nurse had checked the evd (external ventricular drain) before each turn and it was intact. Once the bath was finished, nurse went to zero the evd she noticed dripping and quickly realized the transducer became disconnected spontaneously and csf (cerebrospinal fluid) was leaking out of it. Nurse changed out the transducer per protocol.